Event description:
In 2001, the MFR received a medwatch report inside a ups next day air envelope with the device in question. The medwatch report states the following: in 2001, a device was inserted. The surgeon dictated in op note that initially the surgeon encountered a "kink" in the device catheter and used two bigger dialtors without success. The device catheter was still kinked at the sternoclavicular angle, so the dialtor and sheath were removed. The device catheter was then passed directly over the guidewire and positioned so that the tip was lying at the lower end of the superior vena cava. A final check showed no kinks in the device catheter and no evidence of pneumothorax. Two months later, this device was removed; it apparently had broken off.